Event description:
Pt experienced catheter breakage while in intrathecal space. Proximal portion of the catheter has been removed and replaced with new catheter. The distal portion of the old catheter remains in the pt.

Manufacturer narrative:
H6, results - no code present for catheters. Primary finding of device analysis revealed broken catheter with jagged appearance. 4/24/1998: g9 - manufacturer report number has been corrected here and in header on page 1.